Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 3/19/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: were there any unexpected outcomes or complications resulting from the prolonged surgery time? How long, in minutes, did the surgery prolong? Which tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. There was just bleeding due to slippage of suture which was managed. No other complications observed. Around 1 hr delay was there. Renal parenchyma was repaired or sutured no dissection was required. No change in post-op carr of patients. Sajin is the ot incharge who shared the information. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a proctectomy procedure on (B)(6) 2026 and barbed suture was used. The surgeon was using barbed suture for anastomosis during proctectomy case and the suture slipped after application and bleeding started. 3 more foils were used but none of the foils had any barbs to hold the tissue during approximation. There were no barbs visible or felt during surgery. There was an approx. 30 minute significant delay reported. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/9/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found h6 component code: c22 - photo analysis additional information: d9, h3, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection revelated that one needle suture combination inside the labeled winding former that pertained to product code sxpp1b422. During the visual inspection of the returned sample, the swage and attachment area were noted to be as expected. The suture was examined along the strand and no anomalies were observed during evaluation. Ten barbs were measured in the strand, and all barbs met the requirements. Three photographs were provided: two depict a suture placed into the winding former, while the third showed a foil packet associated with product code sxpp1b422. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.